Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of post-operative screw breakage is unknown. This report is for two (2) unknown 5.0mm locking screws. The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to non-union and the presence of two (2) broken 5.0mm locking screws. During the procedure, the surgeon removed all of the original hardware, which consisted of: 4.5mm locking compression (lcp) condylar plate, eight (8) unknown screws, and the two (2) broken 5.0mm locking screws. The patient was then revised with the same construct components. The procedure was completed successfully with no reports of additional medical intervention or surgical delay. Concomitant devices reported: 4.5 lcp condylar plate (part/lot numbers unknown, quantity #1) and screws (part/lot numbers unknown, quantity# 8). This report is for two (2) unknown 5.0mm locking screws. This report is 1 of 1 for (B)(4).